Event description:
User experienced imprecision on the analyzer. The following discrepant results for folate were provided. Initial results were 2.34, repeat results were 20.00 and 1.94. No information was provided to determine if the discrepant results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.